Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing increased discomfort and cervical soreness with headaches. It was also reported that the patient was having frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.